Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot numbers and serial numbers: lot number: 9438894 serial number: (B)(4). Device manufacture date: february 26, 2020. Expiration date: february 24, 2025. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 9446707 serial number: (B)(4) device manufacture date: march 16, 2020. Expiration date: march 15, 2025. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 400cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two device serial numbers were reported; however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 20, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was determined to be the breast prosthesis containing lot number 9438894 and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. On august 23, 2022, mentor received additional information regarding the patient's information, date of event, side of implant, impacted device, and additional information regarding the patient's diagnosis. The patient's ethnicity has been updated to not hispanic/latino. The patient's race has been updated to white. The patient's age has been updated to 41. The patient's weight was updated to 139 lbs. The date of event has been updated to january 25, 2021. The patient's implant's impacted side was the right side. The serial number updated to (B)(6). The device's lot number was updated to 9438894. It was reported that the patient had breast fibromatosis on her right side and a biopsy was previously performed in 2021. Mentor updated the complaint's coding for accuracy and all relevant fields have been updated in section h6 of this report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).